Event description:
Report received from the USA stating that the device had a "bent foot plate." The device was being used during a "craniotomy" surgery for a tumor. There were no pt or user injuries reported. No actions were required beyond replacing the attachment from inventory on hand. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.